Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with incontinence. It was noted that there was a hole on the edge of the cuff where it folds causing fluid loss. A new aus was implanted with no additional patient complications reported.